Event description:
It was reported that the implantable cardiac monitor went into backup vvi mode during device implant after being exposed to electrocautery. After a device firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.